Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Lot not provided.

Event description:
The product received as an unexpected return with a report of leak in set from a small hole. The customer confirmed that there was no patient harm reported. A note attached to product that stated : "the blue plastic piece appears to be incorrectly placed in the chamber (it was higher than usual). Small hole present on upper portion of softer tubing right underneath the blue plastic piece. Leaking continued from this hole . There was a pn present inside the channel as well as well that had accumulated. (Presumed to be punctured) sers (B)(4) a date (B)(6) 2019."

Event description:
The product was received as an unexpected return with a report of a leak in the set from a small hole. Although requested, there has been no impact to patient response or additional event information made available to date. (A note attached to product that state; "the blue plastic piece appears to be incorrectly placed in the chamber ( it was higher than usual). Small hole present on upper portion of softer tubing right underneath the blue plastic piece. Leaking continued from this hole. There was a pn present inside the channel as well as well that had accumulated.( presumed to be punctured) sers (B)(4) a date (B)(6) 2019".)

Manufacturer narrative:
Correction; h.6. (Patient code). The customer's report of a leak in set from a small hole was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A small hole was observed in the silicone tubing below the upper fitment retainer ring. A gouge/crush mark was observed on the upper fitment. Traces of brownish liquid was observed in the set¿s drip chamber and entire length of tubing. Functional testing was performed and water was observed to be dripping out of the location of the hole in the silicone segment tubing. The cause of the leak was due to a hole in the silicone tubing just below the upper fitment retainer ring. The root cause of the hole could not be definitively determined.